Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.